Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys testosterone ii assay on a cobas e 801 analytical unit. The sample initially resulted in a testosterone value of 46 nmol/l. The sample was repeated on (B)(6) 2026, resulting in a value of 40.5 nmol/l. The sample was tested on a competitor system (abbott alinity) and it resulted in a testosterone value of 10.3 nmol/l. The sample was also tested using the lc-ms/ms method, resulting in a testosterone value of 12.3 nmol/l.

Manufacturer narrative:
The e 801 analyzer serial number is (B)(6). The patient's sample was requested for investigation. The investigation is ongoing.